Event description:
It was reported that the camera head was not working. The issue occurred during reprocessing. The procedure was diagnostic. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image, failed water leak test, cut on cable, and bad cable unit connector pins. Based on the results of the investigation, it is likely the initial customer report of camera not working and subsequent finding of intermittent image issue identified during evaluation was due to a bad cable unit connector pin. However, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the failed leak test identified during the device evaluation was due to a cut on the cable. However, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the cut on cable and bad cable unit connector pins was due to component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was not working. The issue occurred during reprocessing. The procedure was diagnostic. There was no patient involvement.